Event description:
Additional information received indicated further episodes of pptwos were noted on the device. Abbott technical support was contacted and provided additional reprogramming recommendations. The device was again reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During remote monitoring, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.